Event description:
Caller reported a cgm error and cts provided pump reset information. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in successfully starting their sensor session, resolving the issue.